Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to confirm the reported problem. The printed wire assembly was replaced, and the device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displayed error code 41786. There was no patient involvement or harm.